Event description:
The pt received an scs system including a percutaneous lead on (B)(6) 2010. It was reported that the pt was without stimulation. The pt admitted that he had fallen a couple of weeks ago and lost stimulation at that time. Sjm rep found that there was no stimulation on ports 1-8 even when they were turned on all the way; while on ports 9-16, they could be turned up but were turned off by themselves. An x-ray was taken and it showed possible fracture of the lead on ports 9-16. At present, the pt is having injections since it is working for him. The pt will call if his situation changes. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.